Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed, but could not reproduce the symptom of "downstream occlusions." The current value from the downstream sensor was above spec. Also, the shim under the sensor was too thick. When the width of the shim was corrected,the current readings from the sensor were within spec. The downstream sensor was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump had "downstream occlusions." It was also reported there was not pt involvement.